Event description:
Reporter alleged, customer had obtained discrepant blood glucose results of 273 mg/dl back to back with a result of 51 mg/dl when testing was performed within 10 minutes on the compact system. Reporter stated, customer was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.